Event description:
The ge oec 9800 fluoroscopy system displayed anode hot warning at the beginning of a procedure. The system was removed and replaced with an alternate system.

Manufacturer narrative:
A ge oec service rep investigated the issue and found an error in the event log indicating multiple charger fail errors. The system batteries were tested and found to be dropping below the 150 volts. The system software was re-loaded. The battery pack and battery charger board were removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.